Event description:
The reporter indicated that a 12.0mm icm120v4 implantable collamer lens of -13.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2013. The patient experienced low vault and refractive change overtime, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Expiration date: 11/30/2015. PMA/510k: this product is not marketed in the us. Type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: h6 health effect - clinical code-2137 should be omitted and code 4582 should be added for correction. Device code-1401 should be omitted for correction. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: "refractive change over time" should be removed from the original submission for correction. H10: "one similar complaint type event reported for units withinin the same lot" should be removed and corrected to say "no similar complaint type events reported for units within the same lot".